Event description:
It was reported that during a surgical procedure at the healthcare facility, the maestro drill with handswitch was running without user activation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the needle valve was found to be bent, the o-ring on the needle valve was found to be damaged and the lever was out of place, which may cause the device to run without user activation.